Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depletion. The device was implanted 3 years. It was reported the patient has received no shock therapy other than at implant with induction testing.